Event description:
It was reported that during a peripheral shunt angioplasty treatment procedure, balloon deflation difficulties were encountered. The customer stated that the "balloon was unable to deflate when the balloon was inflated at 15 atms. The physician attempted to rupture the balloon; prick with a needle through pt's skin." The procedure was successfully completed with this device. Current pt status is reported as "good". Add'l info has been requested regarding this event.

Manufacturer narrative:
H6. The complainant indicated that the stent remains implanted and the delivery device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.